Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 1.2 d1 cubie pocket for controlled lorazepam 1 mg tablets failed to open. The customer attempted to power off and restart the unit; however, the issue could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed cubie pocket. A field service engineer assisted customer through remote support service (rss) to recover failed pocket and customer verified the functionality. The system functioned as intended after the field service engineer troubleshot the device.